Event description:
It was reported that a piece of the balloon may have been left in the patient after it ruptured. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Full UDI is not available due to missing serial number.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.